Event description:
Rn noted suddenly flattening of pt's arterial line while in a covid isolation room with another pt. Another rn on the floor was responding as bedside rn was making her way into the room. The alaris pump that was infusing pt's levophed at 1.71mcg/kg/hr was alarming "air in line". Rn troubleshooted the line and noted that there was no air in the line. Rn restarted the channel and the pt's blood pressure recovered. Once pt stabilized, both rns exited room. Immediately upon exiting, the same channel started alarming "air in line" again. Rn reentered room, troubleshot line, noted no air bubbles. Rn restarted the levophed, restabilized pt's blood pressure, and then obtained new channel to infuse the medication through. The equipment number on the defective channel is (B)(4). FDA safety report ID# (B)(4).